Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that since the other day, they have been trying to sync their programmer with the antenna to check their ins and they continued to get the poor communication screen. Patient said that the programmer is functioning as intended, but as many times as they try, they cannot connect to their ins. Patient also mentioned they noticed some of their symptoms start to return as well. When asked event date, patient did not specify date and said they've also been dealing with pinched nerves in their spine for several months. Patient said they are not sure if it's because of the stimulator is off/not working or if it's unrelated to the ins completely. Patient said they've been dealing with pinched nerves in their spine since right after the first of the year. Had patient try to connect with ins without antennae and patient saw poor communication screen. Reviewed possibility of ins battery depletion and redirected to hcp. Patient said they are having surgery for their pinched nerve in (B)(6).